Event description:
It was reported that the ilet bionic pancreas sleep/wake button became unresponsive, preventing normal operation during a supply change while away from charging resources. Symptoms included no change in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and no interruption of therapy beyond device usability inconvenience. Investigation included remote troubleshooting and education, verification of device serial information, and arrangements for device replacement and return for assessment. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."